Event description:
Customer reported that the numbers on the insulin pump were scrolling and the act button was unresponsive. Customer's blood glucose reading at the time of the call was 208 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly or moisture damage was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.